Event description:
During a coronary procedure, the stent delivery system (sds) froze on the wire in the guidewire before it reached the vessel. The wire was a acs high torque floppy ii. The sds and the wire will be returned. The sheath kinked. Not sure if the kink was casued before, during, or after manipulation. Bosotn supersheath 6f. The phsician is requesting testing on the interaction between the wire and the stent to identify what happened. There was no injury to the patient.